Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-02890. It was reported the patient complained her ipg site was very sore. She stated she had not used her system in several years since it was not helping her pain. She reported she had undergone several back surgeries since the system was implanted. It was reported the patient would like her system explanted. Surgical intervention will be undertaken at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.